Event description:
Fujifilm medical systems (B)(4) has become aware from its affiliate in (B)(4) that when the tomography function is selected in fujifilm's digital radiography acselerate product, the possibility exists that the exposure values to which the patent is subjected may be larger than what is intended and indicated on the x-ray console. In the case reported, a pt undergoing a tomographic exam experienced an unintended exposure of 1.6 mgy whereas the intended dose was 0.12 mgy. An investigation performed by fujifilm corporation found that the system dicom dump data did not contain the reported intended exposure value (120 ugym2 recorded on the dap) at the time the initial observation was made by the radiographer. Although the actual intended value of the initial observation was not retrievable from the data, it has been confirmed that the overexposure occurred. Fujifilm has determined that the issue is attributable to a software bug in versions 3.2 through 3.6 and has already released a fix for this issue.

Manufacturer narrative:
While the software was not returned to fuji, the issue was replicated at fujifilm's facility in (B)(4). Currently, there are (B)(4) acselerate systems installed in (B)(4). Of these, only (B)(4) are version 3.4, with both sites reporting they do not use the tomography function. The remaining sites are on version 2.2. A communication was sent to the v3.4 sites informing the sites at this version of the issue and requesting that the sites suspend using the device in the tomography mode pending the release of a software resolution. Fujifilm intends to install the fix to all sites via version 3.7 which was released to (B)(4) on (B)(4), 2011, via (B)(4).